Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. During the visual inspection, the customer reported issue of unattached downstream occlusion (dso) seal was confirmed. The cause of the reported issue was dso seal separating from the chassis in the tubing area adjacent the air detector. The dso sensor, bezel, and dso seal were replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration.

Event description:
It was reported that the device had a bubbled and unattached downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.